Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: the complaint condition was confirmed for four broken screws. An additional intact cortex and locking screw was returned with no reported issue. The designs were found to be sufficient for their intended use when used as recommended and the risk analysis adequately addresses the complaint condition. The root cause could not be definitively determined without additional information regarding the conditions at the time of the break. However, it is likely that fracture reduction and/or patience compliance and activity level impacted the condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the four screws that lock into the plate for an open reduction internal fixation (orif) right distal radius were broken. It was reported that patient had orif right distal radius surgery six weeks ago. The patient was seen by surgeon on friday, (B)(6) 2014 for a follow up appointment and x-rays were taken. It was reported all four of the screws that lock into the plate broke distally, but the heads of the screws were still in the plate. It was reported that the two screws at the shaft were still in place. The patient had revision surgery on (B)(6) 2014 and the distal plate and all broken screws were removed. The patient was revised to another orif right distal radius. It was reported that bone graft was used during the revision surgery. It was reported that all fragments were removed. There was no surgical delay. No patient harm was reported. This report is for 4 unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for 4 unknown screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.